Event description:
It was reported that the patient's pump alarm indicated it was in a 'safe state' mode and that withdrawal then occurred. The physician reported that the patient was "itchy, twitchy, and bitchy" and not feeling good at all. The patient presented with withdrawal symptoms of itching on (B)(6) 2012 after the pump went into safe state on (B)(6) 2012 at 1:28 pm. The pump showed the "infusion prescription missing or corrupt" code. The physician stated that the patient was in the medical clinic at that time for reasons unrelated to the pump. A critical alarm was heard and also confirmed by telemetry. The physician initially reported that the patient was not exposed to any electromagnetic interference, but later conceded it was a possibility. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).